Event description:
The customer complained of experiencing low blood glucose levels. The customer's blood glucose reading was 120 mg/dl at the time of the report. The customer stated that the reservoir was empty when she removed it from the insulin pump, but the insulin pump read that there were 148 units remaining in the reservoir. Troubleshooting was performed and found that the time was wrong. The customer was assisted with correcting the time. When the insulin pump was rewound, it alarmed. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind and failed the displacement test due to the motor encoder being out of phase. The basic occlusion and excessive no delivery tests could not be performed.